Event description:
During an in-clinic follow-up, the device was unable to be interrogated via radiofrequency (rf) telemetry following a magnetic resonance imaging (MRI) procedure. Abbott technical support was contacted, and rf telemetry was restored. The patient was in stable condition.